Event description:
It was reported that the power was gone after 10 seconds of pressing the power button. Power was not stable. There was no adverse patient consequence.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.